Event description:
Literature: mueller om, gaul c, katsarava z, diener hc, sure u, gasser t. Occipital nerve stimulation for the treatment of chronic cluster headache - lessons learned from 18 months experience. Cen eur neurosurg. May 2011; 72 92): 84-89. Doi http://dx.doi.org/10.1055/s-0030-1270476. Summary: the authors present their experiences since (B)(6) 2008 with bilateral occipital nerve stimulation (ons) in pts with cch focusing on pt selection, pre- and postoperative evaluation, surgical procedures, and outcome. Ten pts were included (2 women and 8 men; mean age (B)(6)); lead implantation was followed by a test period of 30 days prior to implantation of the permanent generator. Mean follow-up time was (B)(6). All pts responded to the stimulation treatment. Frequency, duration, and severity of the cluster attacks were reduced in (B)(6) of the pts. Reportable events: the authors reported a major adverse event: one pt suffered a local infection leading to the explantation of the generator and externalization of the electrodes until the infection healed and before implanting another generator at a different location. On this occasion, presumably, a dislocation of one of the electrodes occurred. Which was seen on the postoperative x-ray. However, this dislocation did not affect the stimulation effect. The pt recovered completely and his attacks are well under control. The authors report on another pt that had to be reoperated because of scar tissue formation around the thoracic connector, which caused discomfort. The author's report on another pt with a gluteally implanted generator who developed a pressure ulcer (2nd degree, superficially located, no superinfection) at the operation site, due to a gain of body weight, that led to a progressively lower waistband. The decubitus was caused by the pt's belt and successfully treated with dry bandages. Also noted, pts with abdominal generators experienced a painful pressure on the generator site from time to time, when they lifted or carried heavy objects.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_ins_stimulator, product type: implantable neurostimulator. (B)(4).

Event description:
It was also reported that one patient underwent temporal worsening of the cluster attacks during the follow-up period. For several weeks the attacks clustered and compounded in intensity again. The patient reportedly needed steroid pulse therapy (prednisolone started at 100mg) to interrupt the episode. It was noted that the attack did not reach the initial frequency or intensity of the preoperative baseline. It was also noted that the stimulation parameters were not modified during these cluster episodes.

Manufacturer narrative:
(B)(4).